Event description:
A surgeon reports a lens exchange was performed due to persistent dark shadows following intraocular lens implant surgery. The lens was replaced with a different model and symptoms resolved. Additional info has been requested.